Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. It was reported the patient passed away at home. The cause of death was reported by the caregiver as a stroke; however the nurse stated that the cause was unknown. It was reported pd therapy was ongoing at the time of death however it was not known if the patient was performing therapy at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.